Event description:
An alaris sales representative was informed of an alleged over infusion. According to the report, a patient with the history of chf was placed on an infusion of unknown medication or solution, on gravity in the ICU. A free flow incident was reported, that was felt to have caused a fluid overload and subsequent death per the hospital staff. Upon receiving this information coco ntacted the nursing director. She stated "the hospital is at 120% capacity and they are treating patients in the ICU without pumps, with disposable sets at gravity". After multiple attempts, no further information was recieved.